Event description:
On (B)(6) 2012, patient reported that he experienced elevated blood glucose of 369 mg/dl and believes the last insulin cartridge was "not working." Patient also reported an infusion set came out of his body because he was very sweaty. He changed the infusion set and then began to experience hyperglycemia, and he reported the self-adhesive of the infusion set was wet with insulin. He treated his hyperglycemia with insulin injections. Patient was assisted with retracting the piston rod of the infusion device. Patient then had to disconnect the call and did not have time to provide additional information. Three attempts were made to reach him for additional information, and these were not successful. Patient's order history was reviewed, and his last order for accu-chek infusion sets from roche ids were on (B)(6) 2010. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.